Event description:
Complainant alleged that while ems crew was monitoring a 65 y/o male pt in ventricular fibrillation, the device intermittently gave a "ECG lead off" warning. The device also shut down without displaying a "low battery" warning. The crew continued transporting the pt to the hospital while continuing to administer CPR. There was no adverse effect on the pt.